Event description:
I had the essure tubal ligation procedure done in (B)(6) 2006. About four years later, I started experiencing pain in my lower pelvis region. As the years have progressed, the pain has increased. I have reported this to a dr to be told that it's just severe constipation. But no matter what it keeps getting worse. I've had a false pregnancy and check up to be told they were in position well. But the pain is always there. I have also experienced more and more hair loss as I go as well. Pulling out small chunks at almost anytime.